Event description:
The pt reportedly has a postoperative infection, postarticular fistula and mastoiditis. In october 2004, the surgeon cleaned out the infection. At that time, the device remained implanted. The pt was prescribed antibiotics (prescription name not given). In about two weeks the co was notified that the pt's device was removed.